Event description:
(B)(6) 2009: right asr xl with corail stem placed due to avn. (B)(6) 2011: pain and difficulty walking. X-ray reviewed dislocation with cup in vertical inclination. Emergency closed reduction was completed on (B)(6) 2011 under general anesthesia. (B)(6) 2011: patient underwent revision due to altered position of the cup. Metallosis was found intra-op. The asr implants were replaced with pinnacle cup, 3 screws, poly liner, ceramic head. Corail stem was left implanted. Doi: (B)(6) 2009. Dor: (B)(6) 2011. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E3 initial reporter occupation: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.